Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/12/2017, that on (B)(6) 2017, issues with the transmitter occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of issues with the transmitter through connection loss. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. Nordic bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. The share log was reviewed and the logs displayed a connection loss within the investigation window. The reported allegation was not found with the returned transmitter. The customer complaint of issues with the transmitter was confirmed. The root cause could not be determined. The reported issue of issues with the transmitter is reportable based on the finding of connection loss.